Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found a faulty printed circuit board. The device was repaired and returned to the customer. The root cause could not be conclusively determined. It is presumed that it occurred due to one of the following factors. Malfunction power supply board. Malfunction of the image processing board. Malfunction of lcd panel.

Manufacturer narrative:
To date, the device has not been received by olympus for evaluation however; a return authorization has been requested by the user facility. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the device is powering on but it does not have an image and does allow the end user to change the input. There was no patient involvement associated to this report.